Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at time of incident. Customer's current blood glucose was blood glucose level was 244 mg/dl. Customer stated that the insulin pump still gave them insulin even though when they were already low. Customer wanted to know how they could set the insulin pump to suspend when they were low. The customer was assisted with troubleshooting. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.